Event description:
It was stated that the display goes blank intermittently. It was also stated that the screen is scratched. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a cracked case and display window corners. The insulin pump also had a blank display due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.